Event description:
The customer reported that : "the gamma nail got stuck in its nail holder. It was impossible to unscrew it. See attached photos. The procedure had to be repeated, removing the cervical and distal screws and the nail, using a new nail holder and new implants. The nail cannot be separated from its nail holder and is sent for sterilization mounted on the nail holder. This results in wasted time, a longer procedure, and excessive use of materials.".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.